Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h.6.

Event description:
Device was explanted.

Manufacturer narrative:
Device evaluation: a review of the device noted delamination on the diaphragm valve assessed as adhesive failure.

Event description:
Patient reported left side deflation. Health professional later reported delaminated valve. The device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 29/apr/2024. Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 27/may/2024.

Event description:
Patient reported left side deflation. Health professional later reported delaminated valve. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. DHR trend summary: no patterns were found; therefore, no additional actions are deemed required. The trend of a050401 - fluid/blood leak complaints will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Patient reported left side deflation. Device remains implanted.